Event description:
"Endoleak type 1a: the patient had a comerle's diverticulum in the right subclavian artery, and the position of the roots of the right and left common carotid arteries were not normal. The patient underwent two de-branching tevar due to a rupture of the right subclavian artery portion. Please refer to the attached schema for the patient's anatomy. The vessel diameter of the central side of the comerle's diverticulum (neck) was approximately 10 mm. The relaypro device was implanted from zone1 area, but endoleak occurred. Post-dilation was carefully performed, but the endoleak did not resolve. The procedure was terminated as it was. The physician commented that it was very difficult to cover the neck of the comerle's diverticulum with the device due to the patient's vascular anomalies. Operation type: two de-branching tevar for comerle's diverticulum blood loss: a lot; no image available; no pre-case plan available ; no additional information available; (B)(4). Patient outcome: "it is unknown whether there was health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.